Event description:
It was reported that the patient presented remotely via merlin.net.  Device interrogation revealed post paced t-wave oversensing on the implantable cardioverter defibrillator. No changes or intervention was performed. There were no patient consequences.